Manufacturer narrative:
All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device passed displacement test and self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned.  The device will be returned for analysis and further information will follow once the analysis has been completed.  No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump buttons have to press harder or multiple times to respond, threshold suspend alarm goes off when already in suspend, calibrations did not update correctly and faulty sensors. Customer's blood glucose value was unknown. Customer declined to report to technical support. The device will not be returned for analysis.